Event description:
A case under general anesthesia was in progress in 2004 at around 1600. The anesthesia machine alarmed loss of air pressure followed by loss of ventilator function. The anesthesiologist opened the air tank to pressurize the system but had to repeatedly reset ventilator control to return mechanical ventilation. Within about 10 minutes the alarm sounded vaporizer failure and then shut down the vaporizer setting on the screen about 30 seconds after the alarm sounded. Interestingly the end tidal and delivered agent amounts did not fluctuate during this time. The anesthesiologist reset the vaporizer and canceled the alarm only to have the action repeat. This occurred about five times at which point the anesthesiologist removed the servoflurane vaporizer and replaced it with the isoflurane vaporizer. Within 90 seconds the vaporizer failure alarm sounded and the process repeated itself with this vaporizer in place. The anesthesiologist returned the sevoflurane vaporizer to service only to have the same situation continue. The anesthesiologist asked the surgeon to verify the alarms and the responses so that there would be independent non-anesthesia personnel verification of the situation. The anesthesiologist then increased the total gas flows through the system to 5 liters/minute and reset the vaporizer alarms and reseated the vaporizer only to have the situation recur. After about 45 minutes of fiddling with the system the anesthesiologist advised the surgeon that the anesthesiologist was discontinuing inhalation anesthesia and would coast to the end of the procedure with narcotic and nitrous oxide. At this point mercifully the surgeon was beginning to close the incision and the case ended uneventfully. This latest anesthesia machine malfunction pointedly illustrates the recurring difficulties rptr is experiencing with these machines. As has been noted several times such failures can certainly result in pt awareness during surgery if the situation occurs during times of significant pt care preventing active moment vigilance of the anesthesia machine -which should not be necessary with a normally functioning machine anyway-. In addition loss of machine function could result in pt harm with this unreliable equipment. The end result is that rptr's facility has decided in the interest of pt safety to take these two machines offline thus rendering a loss of two of their three or's. It is recommended by anesthesia to allow surgery in only one or until suitable arrangements can be made to replace the faulty units temporarily for now and permanently as soon as possible.